Event description:
A nurse reported a patient with end stage renal disease (ESRD) on continuous cyclic peritoneal dialysis "[CC(PD)]" utilizing a Liberty Select Cycler and Liberty Cycler Set for renal replacement therapy (RRT) went to the emergency room (ER) due to abdominal pain and was diagnosed with peritonitis. During follow-up, the PD registered nurse (PDRN) confirmed the patient presented to the emergency room on (b)(6) 2026 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (IP) Vancomycin and Ceftazidime (dosages, frequencies, durations unavailable). The patient¿s peritoneal effluent culture result returned negative for growth on (b)(6) 2026, and the patient¿s antibiotics were continued. The patient remains hospitalized as of (b)(6) 2026 but is expected to be discharged later today. The patient continues to undergo CCPD while hospitalized and is recovering from the serious adverse events. Following discharge, the patient will resume utilizing the same Liberty Select Cycler. The PDRN reported that the cause of the peritonitis is unknown; however, it was not related to any Fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical Review: A temporal relationship exists between CCPD therapy utilizing the Liberty Select Cycler, Liberty Cycler Set, and the serious adverse events of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The PDRN reported the etiology of the serious adverse events is unknown; therefore, causality could not be firmly established. However, the PDRN also stated the serious adverse events did not involve a FMCRTG device(s) and/or product(s) malfunction or deficiency. ESRD patients undergoing PD therapy (manual or cycler based) for RRT are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the PD fluid and physical symptoms. Based on the information available, the Liberty Select Cycler and Liberty Cycler Set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s FMCRTG device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a FMCRTG device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications, as evidenced by the devices continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.